Event description:
It was reported by the customer that the core impaction drill is overheating. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported by the customer that the core impaction drill is overheating. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was able to duplicate the reported event of overheating, and noted that the driveshaft assembly was corroded. It is likely the reported event was caused by the corroded driveshaft assembly.